Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Primary procedure, left total knee. It was reported that upon opening the femoral component, the plastic tray of the outer sterile package broke free when the tyvek was peeled back. The inner sterile packaging was inspected and deemed intact, so the implant was used with no surgical delay. Rep retained the outer sterile packaging only (no UDI number as the outer packaging was disposed and no pictures taken).

Manufacturer narrative:
An event regarding a packaging issue involving a triathlon femoral component was reported. The event was confirmed by the photograph. Conclusion: the event can be confirmed based on the visual of the photograph, however, the root cause cannot be determined without evaluation of the blister pack and the outer unit carton no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, left total knee. It was reported that upon opening the femoral component, the plastic tray of the outer sterile package broke free when the tyvek was peeled back. The inner sterile packaging was inspected and deemed intact, so the implant was used with no surgical delay. Rep retained the outer sterile packaging only (no UDI number as the outer packaging was disposed and no pictures taken).